Manufacturer narrative:
(B)(4). Batch # m92945. The analysis results for the el5ml device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all they told me is that the clips were not closing completely and jamming with no specifics on how they were jamming. But the clips stuck in the feeding mechanism and would not load another.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon says clips are not closing completely and are jamming and not feeding properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.